Event description:
The ge oec 9800 fluoroscopy system would lock up or freeze when attempting to use the cine drive for procedures,

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the cine bridge pcb and cine hard drive to repair the system. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.